Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and the cartridge was broken; insulin was observed on the pump. The cartridge was replaced. The customer's blood glucose (bg) level was 500 mg/dl. The bg level was lowered with an insulin injection and bolus of insulin.